Manufacturer narrative:
Updated fields b4, g3, g6, h1, h2, h6, type of investigation, investigation findings, component codes, investigation conclusions, and h11. (B)(6), an ICU nurse, requested assistance after reporting an unable to fill alarm. She had recalibrated the pump when the balloon waveform went flat. After reviewing the alarm log, it was determined that the most recent alarm was a gas loss alarm. (B)(6) confirmed that the patient was intubated with a peep of 8 and had an elevated heart rate. The helium tubing was clear with secure connections. The device was functioning at the time of the review. The nature of the gas loss alarm was explained to (B)(6), including how patient condition could contribute to it. She was instructed on using the iab fill and start keys to restart therapy if the alarm reoccurred. She reminded to always check the helium extender tubing for blood or discoloration before resuming therapy. She was also advised to reach out if alarms persisted more than 2-3 times per hour. (B)(6) expressed appreciation for the support.

Event description:
It was reported during a emergency support program (esp) that the cardiosave intra-aortic balloon pump (iabp) had an unable to fill alarm. There is patient involvement. No harm or injury to the patient was reported. The alarm log was printed and reviewed to determine the underlying alarm. The alarm log identified a gas loss alarm to be the most recent alarm. It was verified that there was no blood, discoloration, or flakes in the helium tubing, that all connections were secure, and that the pump was currently providing therapy.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - d1, d4, h6 (type of investigation).